Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed that both of the occluder feet were broken. The batch review revealed no problems during the manufacturing process and no deviations from standard procedure. The root cause was not determined. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter china received a report of a transfer set that was unable to stop the flow of fluid when the clamp was closed. This event was identified during patient use, after the transfer set had been in use for 10 days. No additional disinfectant was used. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.